Event description:
It was reported that during the implant procedure, the lead could not be fixed with the support of the delivery catheter. The catheter was replaced, and the lead was implanted and remains in use. No patient complications have been reported as a result of this event.